Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump stopped working. Customer had woken up to the insulin pump alerting low battery. When she inserted a new battery the insulin pump alarmed failed battery. Troubleshooting was performed for the alarm and the device continued to alarm. The customer wasn't sure about her blood glucose but thinks it might have been 70 mg/dl. The customer was advised the device needed to be replaced. During troubleshooting the customer inserted a new battery and the device wouldn't turn on. The customer is currently not returning the insulin pump as the customer had to leave to go. The customer was advised to call back to ensure she get a replacement. The device is currently not returning for analysis.